Manufacturer narrative:
D4: Primary Unique Device Identification (UDI) Number:(b)(4). E1: Telephone number: (b)(4).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from Germany, Edwards received notification of a 52mm Evoque procedure. On post-operative day (POD) 1, ECG monitoring showed recurrent episodes of bradycardia with atrial fibrillation requiring IV chronotropic support. Holter ECG confirmed low heart rate and indication for permanent pacemaker implantation. On POD 8, leadless pacemaker was implanted.